Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2017, that on (B)(6) 2017, the patient experienced no audio output and an adverse event. It was reported that the patient was at home and missed an audio alert on their device and started to convulse. The patient's wife noticed the patient convulsing and provided the patient with juice, chocolate and liquid glucose. The paramedics were called and when they arrived, they checked the patient's blood sugar that measured 85 mg/dl. The patient did not go to the hospital. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.